Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and found that the cannula was missing when the sensor was removed from the body. The customer was advised to see a health care provider to make sure the cannula was not stuck in the body. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damaged, due to customer returning sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.